Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. A philips field service engineer (fse) examined the system on-site and found 1-phase ups data integrity controller sp had caused short circuit in the m-cabinet. To resolve the issue, the fuse was replaced, and manual bypass of the 1-phase ups data integrity controller sp was carried out. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.